Manufacturer narrative:
Batch review performed on 23 january 2024 lot 189863: (B)(4) items manufactured and released on 06-mar-2019. Expiration date: 2024-02-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components involved: batch review performed on 23 january 2024 reverse shoulder system 04.01.0151 glenoid baseplate ø24.5x15 (k170452) lot 2001979: (B)(4)items manufactured and released on 03-jun-2020. Expiration date: 2025-04-15. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 23 january 2024 reverse shoulder system 04.01.0110 humeral reverse metaphysis +0mm/0° (k170452) lot 2003769: (B)(4) items manufactured and released on 18-feb-2021. Expiration date: 2026-02-08. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 23 january 2024 reverse shoulder system 04.01.0116 humeral reverse hc liner ø32/+0mm (k170452) lot 183525: (B)(4) items manufactured and released on 26-jun-2018. Expiration date: 2023-06-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 23 january 2024 reverse shoulder system 04.01.0159 glenoid polyaxial locking screw - l22 (k170452) lot 2010121: (B)(4) items manufactured and released on 05-jan-2021. Expiration date: 2025-12-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Batch review performed on 23 january 2024 reverse shoulder system 04.01.0161 glenoid polyaxial locking screw - l30 (k170452) lot 2010934: (B)(4) items manufactured and released on 05-mar-2021. Expiration date: 2026-02-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At 2 years and 1 month from the primary, the patient came in reporting pain and the cause is unknown. The surgeon revised the humeral reverse liner, humoral reverse metaphysis, glenosphere, pegged baseplate and two screws. The surgery was completed successfully.